Event description:
Information was received from a consumer regarding a patient receiving fentanyl, morphine and another drug via an implantable pump. Per the patient it was a ¿numbing one¿. The indication for use was non-malignant pain. The patient reported that the communicator was not working. The patient stated the battery light turns on when plugged into the ac power supply, but when they press the power button, the blue light does not turn on. The agent had the patient attempt to turn on the communicator and connect to the pump while on the call, and the patient confirmed the communicator powered on and they were able to connect then bolus. The patient mentioned they were in pain all night due to not being able to bolus. The issue was resolved through troubleshooting and the patient will monitor the issue and call back if issue persists. The patient called back and stated that communicator showed green when plug into the outlet but will not connect to the devices. The patient stated the bluetooth light does not come up and they are getting no device found message. The agent assisted the patient with resetting the devices and getting no device found message. The agent conference hcit (healthcare information technology) to assist with handset and unable to connect. The issue was not resolved. A replacement communicator was requested from the repair department due to the communicator was not connecting to devices and not charging when plug into the outlet.

Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 14-sep-2023, UDI#: (B)(4). H3: analysis of the communicator found ¿micro usb charge port is loose¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.